Event description:
Lawsuit alleges the spinal cord stimulator was implanted in 2003. The pt obtained relief for approx three weeks--following revision surgery the pt continued to obtain no relief. The leads and extensions were removed and the pt underwent treatment for the conditions that the devices were to address. The leads and extensions were explanted but not returned to the MFR for analysis.